Event description:
Advocate stated her mother received a blood glucose reading of 300mg/dl on the contour next ez meter, retested on a different meter and received a reading of 129mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.